Event description:
The customer reported the ventilator alarmed due to oxygen not available during use on a patient. There was no reported pt harm. Upon eval of the device, the MFR's service tech could not duplicate the reported, but verified customer reported problem in the diagnostic log. The service tech replaced the o2 manifold as a precautionary measure to address the error found in the log and complete the service. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the patient using an air gas source. Loss of oxygen source can be detrimental to a pt.